Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported through remote transmission that episodes of non-sustained rv oversensing due to far-p oversensing and post-paced t-wave oversensing were observed. Programming changes were made. The device remains implanted.